Event description:
Devilbiss healthcare was notified of a complaint involving an oxygen concentrator by a repair technician, who noted evidence of thermal damage to the external cabinet of the concentrator. There was no end-user complaint regarding device performance, and no report or evidence of illness, injury or medical treatment associated with the complaint. The unit was returned to devilbiss for evaluation, which confirmed evidence of thermal deformation of the external cabinet, which was the result of exposure to an external heat source. There is internal evidence, including dirt, odor, and discolored/yellow tubing, suggesting that the unit was operated in a smokey environment.